Event description:
It was reported that prior to an unknown procedure, before the device was opened, a puncture on the device was observed; therefore, they did not use it.

Manufacturer narrative:
(B)(4). The ld111 instrument was noted to have the iris valve torn, the damage is near the edge of the ring. No other physical damage was noted on the returned device.no conclusion could be reached as to what may have caused the found damage.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.